Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted and replaced due to reaching end of life.

Manufacturer narrative:
The reported observation of ¿ipg replacement due to eol¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). Under normal operation when the device declares end of life (eol), therapy is inhibited.